Event description:
It was reported that during a device change out, the right ventricular lead exhibited low, pacing lead impedance. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.